Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed in the battery compartment. A leak test showed that the battery compartment was cracked and leaking where the crack was located. The threads on the battery cap were found to have stripped. A test battery cap was used in the evaluation. The pump powered up to the verify screen with the appropriate audible and vibratory features. All the buttons functioned properly. The pump casing was opened and no additional evidence of moisture intrusion was found in the pump. Unrelated to the casing issue, it was observed that the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. Reportedly, the threads of the battery cap were stripped and there was evidence of moisture in the pump. It was reported that there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.